Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort. The patient stated that when he wears tight jeans the tubing felt uncomfortable. The patient was not happy with the size of the device, he stated he used to be bigger and wants to try another device. The ipp was removed and replaced. The physician was going to try to conceal the tubing as best as he could. There were no additional patient complications.